Manufacturer narrative:
Block b3: exact date unknown, event occurred 8 months ago prior to the date the manufacturer became aware.

Event description:
It was reported that patient has been experiencing a shocking sensation. Shocks occur in legs and can also cause arms to go out straight. It is noted that these zaps can occur while sleeping.